Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle, the connecting tube, and the adhesive of the distal sheath. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign objects that were found in the nozzle, the connecting tube, and the adhesive of the distal sheath were found to be due to the customer returning the device to olympus without implementing/completing reprocessing in the facility. An additional malfunction of a burn on the plastic distal end cover was identified, and based on the information obtained, the cause of the event was unable to be specified. However, a high-energy endo therapy accessories, such as laser and high-frequency endo therapy accessories, may have been used without maintaining enough distance from the tip of the endoscope. The subject events can be detected and prevented by implementing in accordance with the following IFU. Instructions operation manual for gif/cf-170 series chapter 3, ¿preparation and inspection¿ describes how to detect the events. Instructions reprocessing manual for gif/cf-170 series chapter 5, ¿reprocessing the endoscope¿ describes how to prevent the events. Olympus will continue to monitor the field performance for this device.